Manufacturer narrative:
(B)(4). Date sent 3/4/2025. D4 batch # unk. B3: only event year known: 2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the product presented 2 small perforation in its primary packaging.

Manufacturer narrative:
(B)(4). Date sent 4/9/2025 d4 batch #329d45 photo analysis: this is an analysis of five photos submitted for evaluation. During the visual analysis, the following was observed: the photos from the 1 to 4 shows a sterile package of reload in different views with lot # 329d45. The 5th photo shows a damage on the tyvek and it damage appears to be causing a breach in sterility. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 329d45, and no non-conformances were identified.